Event description:
It was reported that "immediately, post-operatively," the pt experienced leg pain after the pump was implanted. An MRI showed severe spinal stenosis at the l2-3 vertebral body level. The physician "lock out the catheter and coiled it up underneath the skin and the pain did go away." The pt had a revision on (B)(6)2010, to reinsert a new distal portion above (proximally to) the previously identified spinal stenosis. The pt reported no further pain after the revision. The medication contained in the pump was not reported. No further details, pt symptoms or outcome were provided. Additional info was requested but not available at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)